Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported by the patient¿s healthcare provider (HCP) that the patient was found unresponsive on (b)(6) 2026. No blood glucose readings were reported. Duration of Pod usage was not provided. The patient was hospitalized and in the intensive care unit (ICU). At the time of call, the patient was still in the ICU and on a ventilator. The HCP reviewed and provided a copy of Glooko. Upon review, it was determined that the patient received 2 back-to-back boluses of 25 U when it was not recommended. The HCP stated that the patient recently visited their office and the HCP assisted the patient getting back into automated mode.